Event description:
Philips received a complaint by the customer on the v60 indicating that one of the casters on the stand had a flat spot. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that one of the casters on the stand had a flat spot. The remote service engineer (rse) noted that philips no longer carries the casters for the universal stand and advised that the manufacturer of the stand, gcx, may have casters available. The rse also discussed adapting the v60 for use with the newer style v60 stand with the customer and provided the customer with the part numbers of the new stand for repair. Investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response, the biomedical technician ultimately converted the old universal stand to the newer style stand, purchased the replacement accessories needed for transport (o2 tank holder and o2 transport kit), and ordered and installed the replacement feet and foot retention plate, after which the issue was resolved. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.